Manufacturer narrative:
Concomitant medical products: product ID neu_label_acc, product type: accessory. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that the trial had helped a lot and that it had worked better for her bladder and bowel symptoms than the permanent implant. The patient was implanted on (B)(6) 2016. The patient reported that the implant had not worked since it was implanted. The patient stated that it may have kind of worked the day after implant but she didn¿t think so. The patient stated at first she thought her body was just getting used to it but then noticed it wasn¿t working for her bladder symptoms and continued to have horrible bladder symptoms since then. The patient stated she had a bowel accident for the first time with the permanent implant as her bowl symptoms were controlled well during the trial. The patient stated that maybe she just didn't have to have a bowel movement until that point in time but it was still an accident. The patient contacted their healthcare professional and was able to get a manufacturer representative to help adjust her system. The patient stated that the after the representative made the adjustment it worked for about 24 hours and then was back to not working for her again. The patient stated that she knew some of the times it was her fault that the device didn¿t work because she would accidently turn the implant off. From then on she kept the patient programmer (pp) in a drawer so that she wouldn't accidently do it again. The patient asked for assistance in making an adjustment and a poor communication screen was encountered. The patient stated that there was a bandage present on the scar and requested her care giver to remove the bandage. After doing so the patient stated that the gauze was stuck all over her. The patient stated that she had swelling at the implant site and that her doctor had given her some antibiotic cream to put on the incision site. The patient stated that the incision was infected but then the care giver stated that it didn¿t look like there were signs of infection and it wasn¿t red. The patient stated that her incision was also extremely sore. The patient used the antenna, confirmed it was secure, synced with the implantable neurostimulator (ins), but this did not resolve the issue. The patient pulled her settings up on the pp and confirmed she was on program 2 at 2.0 volts but encountered poor communication from then on. The patient stated that they had changed programs so many times that she couldn¿t remember what other ones she had tried. The patient was instructed to remove the antenna, place pp directly over stimulator and sync but the patient was still unable to get successful communication. The patient¿s care giver then helped the patient hold the programmer over the implant but the programmer still showed poor communication. The patient also noted that she was in a wheelchair and that it made it difficult for her to get the pp over the implant without using the antenna. The patient noted she had a doctor¿s appointment on (B)(6) 2016 and would have to suffer until then. Additional information from the patient reported that the patient encountered a poor communication screen again. The patient confirmed that the antenna was secured and synced with the stimulator which resolved the issue. The patient also reported that they had a loss of therapy two nights previous to the date of report. The patient stated that they experienced a loss of therapy with some pain and tremor in her right leg. The patient was feeling stimulation in the correct location and was on program 2 at 3.2 volts. She stated that she doesn¿t get therapy at 3.1 volts. The patient was assisted in switching to program 4 at 2.7 volts. Additional information from the patient reported that the patient was really struggling with the device. She had tried all 4 programs and still hadn¿t been able to get the device to work very well. The patient also stated that she thinks she has a really bad bladder infection, possibly a urinary tract infection that started around (B)(6). The patient reported that they were back to where they started with their symptoms. They had been having bladder and bowel accidents. The patient confirmed therapy was on and she was on program 4 at 2.8 volts. She noted that she had previously been assisted in increasing stimulation to 3.6 volts the last time she called in. The patient then requested assistance in changing from program 4 to program 2 at 3.0 volts. The patient stated that the device did not work for her unless stimulation was uncomfortable but she would decrease it until it was comfortable. The patient also reported that the pp directions were confusing and referenced a touch screen programmer. The patient was then sent patient programmer and patient therapy guides.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.